Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had air line error during patient side occlusion test. There was no patient involvement.

Event description:
It was reported that the device had air line error during patient side occlusion test. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of ail error during pso testing was confirmed. On 7-dec-25, lvp was received unboxed and with paperwork. Lvp errors when unit is pso tested. Inspection revealed ail detector had failed. Defective material from supplier. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace ail assembly. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.